Event description:
Clinical study 111 days after coronary artery drug eluting stenting procedure the pt underwent a target vessel reintervention (tvr) of the left anterior desending artery (lad). The index procedure treated three target lesions. Target lesion 1 was a 2.5 mm vessel diameter, 95% stenosed bifurcated region of the 2nd diagonal artery. This lesion is the side branch for target lesion 2. Target lesion 2 was a 2.75 mm vessel diameter, 95% stenosed bifurcated region of the mid lad. The physician performed the crush technique on these target lesions. Both lesions were predilated prior to drug eluting stenting. Target lesion 1 had one taxus express2 8.8% 2.5 x 16 mm drug eluting stent placed without complication. The physician post dilated these stents by performing the kissing balloons technique. These stents overlap by 3.0 m. Target lesion 3 was a 4.0 mm vessel diameter, 80% stenosed region of the proximal circumflex artery (cx). The physician predilated this lesion prior to placing one taxus express2 8.8 3.5x 16 mm drug eluting stent without complication. The drug eluting stent was post dilated after deployment. The pt was discharged from the hosp one day post index procedure receiving asa, and plavix. The site reported that the pt underwent a tvr of the lad to alleviate proximal edge restenosis 111 days post index procedure. The physician treated the stented target lesion by placing one taxus express2 stent in the proximal lad. The pt was discharged from the hosp one day post tvr.

Event description:
It was further reported that the index procedure has been corrected from what was originally reported. Target lesion 1, a bifurcated lesion (28 mm long), was identified in the mid lad with 95% stenosis and a 2.5 mm reference vessel diameter. Using the crushing technique, target lesion 1 was treated with pre-dilatation and placement of a 2.75 x 16 mm taxus express 2 stent. Final stenosis was 0%. A second taxus stent 2.5 x 16 mm was placed in the 2nd diag in an overlapping fashion, reducing stenosis to 0%. Target lesion 2(22 mm long) was idenfied in the dist lad with 95% stenosis and a 2.5 mm reference vessel diameter. Target sesion 2 was treated with pre-dilatation and placement of a 2.5 x 24 mm taxus stent ovelapping the mid lad stent. Final stenosis was 0%. Target lesion 3(12 mm long) was identified in the prox cx with 80% stenosis and a 4.0 mm reference vessel diameter. Target lesion 3 was treated with pre-dilatation and placement of a 3.5 x 16 mm taxus stent, reducing stenosis to 5%. Ck-mb was positive one day post index procedure, however, cardiac enzymes did not meet the guideline criteria for mi. The patient was admitted 111 days post index procedure for coronary angiography to evaluate a five day history of shortness of breath and exertional fatigue. A cardiolite stress test was positive. Cardiac catheterization revealed that the lad had an ostial 35% lesion, and a mid lad 95% lesion, "immediately proximal to the previous lad stent." The 2nd diag had an ostial 50% stenosis, and lvef of 45%. The previous stents to lad, 2nd diag,and cx were patent. Treatment consisted of the placement of a taxus stent to the proximal lad. Final stenosis was 0% ECG the next day showed new t wave inversion in v2 "exam was normal" (per source) and the patient was discharged on asa and plavix. In the opinion of the physician there was a probable relationship between the taxus stent and the event.